Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, a hero graft was implanted on (B)(6) 2015. After implantation of the venous outflow component (voc) and connection to the arterialgraft component (agc), the surgeon determined that the voc should be shortened. He then proceeded to disconnect the agc from the voc by pulling them apart when the metal connector on the agc broke away from the remaining graft component. Another agc was not available to use so one was acquired from a nearby hospital, resulting in a prolonged surgery. A new agc was acquired and successfully implanted into the patient without further complication. This complaint investigation is in regards to the hero 1002 component.

Manufacturer narrative:
According to the report, a hero graft was implanted on (B)(6) 2015. After implantation of the venous outflow component (voc) and connection to the arterialgraft component (agc), the surgeon determined that the voc should be shortened. He then proceeded to disconnect the agc from the voc by pulling them apart when the metal connector on the agc broke away from the remaining graft component. Another agc was not available to use so one was acquired from a nearby hospital, resulting in a prolonged surgery. A new agc was acquired and successfully implanted into the patient without further complication. This complaint investigation is in regards to the hero 1002 component. The manufacturing records for lot h15av001 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. According to the investigation, none of the materials used for production of these lots should have contributed to the above event.

Event description:
According to the report, a hero graft was implanted on (B)(6) 2015. After implantation of the venous outflow component (voc) and connection to the arterialgraft component (agc), the surgeon determined that the voc should be shortened. He then proceeded to disconnect the agc from the voc by pulling them apart when the metal connector on the agc broke away from the remaining graft component. Another agc was not available to use so one was acquired from a nearby hospital, resulting in a prolonged surgery. A new agc was acquired and successfully implanted into the patient without further complication. This complaint investigation is in regards to the hero 1002 component.